Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was set to value other than monitor plus therapy. The local area sales representative was contacted for additional information. At this time, no further information is available. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.